Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation the implantable cardiac monitor (icm) failed to advance into the pocket and "pushed back" several times. The device had noise oversensing at nonphysiologic cycle lengths. The device was explanted and replaced. No patient complications have been reported as a result of this event.